Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation. Information regarding the disposition of the valve was not provided. No photographs of the device or procedural imagery was provided for review. The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in the pulmonic position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. The thv training manuals instruct the operator on proper positioning and deployment of the valve in the aortic position, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition bav may provide indication of potential balloon movement during valve deployment. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. Subsequently there are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. I n this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates that tension and manipulation of the devices (over-correction) may have caused the valve malposition. The valve malposition likely caused the mild-moderate pvl and subsequently the embolization of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6) during a transfemoral tvr procedure, post deployment of a 29mm sapien 3 valve in the pulmonic position, the valve was deployed in a too ventricular position, resulting in mild-moderate paravalvular leak (pvl). Later that day, the valve embolized into the ventricle and the patient was converted to surgical pvr. Initially two distinct waist sections in the landing zone were noted. During balloon inflation, the balloon/valve shifted toward the pulmonary system. The valve was deployed with an inflation volume 37ml in a slightly more ventricular position than intended. Mild-moderate pvl was seen on fluoroscopy and was confirmed by tee after deployment. There was no patient injury or complication reported during the procedure or in recovery. However, that evening, the valve embolized to the right ventricle and the patient was taken back to the operating room for explant and surgical pulmonic valve replacement. The patient was reported to be doing well post procedure without any sequalae. It is perceived that the balloon/valve shift was caused by the release of stored tension and not due to any maneuver performed by the physician. Furthermore, the primary operator believed that despite rapid pacing with 1:1 capture, there may have been a component of pulse pressure that contributed towards the unexpected advancement of the system. The primary operator made an adjustment to the position, but over-corrected.